Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir was leaking from the bottom of the reservoir before fill. Customer states the leak is past 2nd o ring. Customer's blood glucose value was unknown. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir performed a visual inspection and found reservoir's second o-ring out of the groove; performed pre-fill reservoir test and found leakage anomaly during filling.